Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively established. The patient remains ongoing on hm 3 lvas and no further related events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding, that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the emergency room due to tiredness and fatigue after a heavier and longer than usual menstrual cycle. Patient's lab results from that day indicated hemoglobin levels around 4. The patient was hospitalized and received a blood transfusion in the intensive care unit (ICU). After transfusion of 2 units of blood, the patient was feeling better and was transferred out of the ICU. Gastrointestinal (gi) bleeding was ruled out and the patient received 2 more units of blood. The patient recovered and was discharged on (B)(6) 2023. The patient was off of medication for more than 72 hours.